Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and ultrabag therapies. During a call with baxter customer services, the following was reported. On unknown dates, cat hair got into the tube and the cat licked the tube, which resulted in peritonitis. On (B)(6) 2012, the patient was hospitalized for the event of peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date, the patient recovered from the peritonitis. A causality statement was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f20093, h11g12049, and h10a06037. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.